Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin delivery issue. The customer's blood glucose was 280mg/dl at the time of incident and current blood glucose 295mg/dl . Trouble shooting was performed was found several insulin flow block alarm. Advised to change complete set (inf and res) as it could be site related issue. Customer states he might have scar tissue in these areas and does not rotate regularly. The insulin pump will not be returned for analysis.